Event description:
3 x 1 1/2 area hard. Red, induration about area of end of PICC, mid upper anterior left arm. Removed PICC lne. Per call: pt. Complained of pain in the arm. Area was red and had a lumb.